Manufacturer narrative:
Device received with a critical pump error (open book error) an a broken force sensor was detected during seating or regular delivery found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be 003.5 mv. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife had experienced low blood glucose and also had critical pump error. The customer¿s blood glucose level was 52 mg/dl. The customer was treated with juice and 2 tablets. The customer stated that the pump started alarming and showed a symbol on the screen. Customer reports they received a critical pump error image on the pump screen. It was also reported that they had a broken force sensor was detected during seating or regular delivery. The customer declined troubleshoot for low blood glucose. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.